Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited gradually increasing pacing impedance over the last year. Recently, the impedance went out-of-range at greater than 2,000 ohms and resulted in a lead safety switch (lss) to the unipolar configuration. The thresholds were good. There was some noise noted on the atrial lead that resulted in oversensing and pacing inhibition. The patient is pacing dependent in the atrium but not the ventricle. Boston scientific technical services (ts) recommended reprogramming to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information received reported that the ra impedance measurements increased to greater than 3000 ohms. There were episodes of ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The patient reported feeling fatigued. An x ray, lead testing, and other troubleshooting attempts were performed, with normal findings. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.